Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge air bubbles were observed in the canister. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer discussed the issue with clinical support. Additional information was not provided on the reported issue.